Manufacturer narrative:
Add'l info about specific pt, dates, devices, and event is not available; therefore, gore cannot determine if this event was previously reported. Lot numbers, pt info, events, and images were not available, therefore, no eval could be conducted. As lot numbers and images were not available, therefore no eval could be conducted.

Event description:
On an unk date, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. After deployment of the excluder device, it was reported there was a retrograde dissection in the abdominal aorta. The pt tolerated the procedure. On an unk date, the pt expired. The cause of death is unk; however, the physician did report the gore device was not attributed to the cause of death.